Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 02, 2017, that a cold axios stent was implanted for gallbladder drainage during a procedure in (B)(6) 2014. Reportedly the patient was considered a high surgical risk patient. According to the complainant, four days after axios stent placement, the patient received a computer tomography (CT) scan demonstrating a biloma and showing the axios stent in the stomach towards the left hepatic lobe. The physician reported that it was not possible to determine if the axios stent was misplaced (un-noted at time of placement) or if the axios stent migrated into the stomach after placement. A percutaneous drain was placed to drain the biloma. The patient died approximately 2 weeks after axios stent placement, and the patient's cause of death is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.